Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that her vns therapy programming handheld is not properly holding a charge as it used to. Good faith attempts for both troubleshooting and further info are currently being made.